Manufacturer narrative:
(B)(4). Attempts to obtain the device for investigation were unsuccessful. Additionally, no other information was provided. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6) hospital, the flow probe (serial number(B)(4)) was connected to the cardiohelp disposable displayed a negative flow of -10 to 17 lpm. This event caused back flow prevention to engage during the prime process before the probe was zeroed. The associated cardiohelp system serial number was not provided. This incident occurred during use. (B)(4).